Manufacturer narrative:
Device is a combination product.(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the proximal portion of the crimped stent were deformed, distorted and lifted upwards from the stent profile. It is likely the crimped stent may have encountered resistance & subsequent damage during withdrawal attempts based on the observations noted. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found multiple kinks to the inner wire lumen, distal to the bi-component bond location. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and the guide catheter should be removed as a single unit. Do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur. Stent retrieval methods (use of additional wires, snares, and/or forceps) may result in additional trauma to the vascular site. Complications can include bleeding, hematoma, or pseudoaneurysm. (B)(4).

Event description:
It was reported that stent removal difficulties were encountered. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal to mid right coronary artery (rca). Following the introduction of a 6f unspecified guide catheter and an unspecified guide wire, a 20 x 4.00 promus premier¿ drug-eluting stent was selected for use and advanced to treat the target lesion. Prior to deployment, the physician wanted to reposition the stent and retreat it from the proximal rca back to the guide catheter. However, the physician felt a tension and the device failed to move backwards. Subsequently, the stent was clamp back to the guide catheter using a snare. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent removal difficulties were encountered. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal to mid right coronary artery (rca). Following the introduction of a 6f unspecified guide catheter and an unspecified guide wire, a 20 x 4.00 promus premier¿ drug-eluting stent was selected for use and advanced to treat the target lesion. Prior to deployment, the physician wanted to reposition the stent and retreat it from the proximal rca back to the guide catheter. However, the physician felt a tension and the device failed to move backwards. Subsequently, the stent was clamp back to the guide catheter using a snare. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.